Event description:
It was reported that the insulin pump had a crack in it, required frequent battery changes, was slow to rewind, and alarmed no delivery inexplicably. The caller declined to provide the blood glucose reading and declined assistance for the issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.